Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device multiple anti tachycardia therapy (atp) and three inappropriate shock. Interrogation of the device showed that the patient most likely had atrial fibrillation with fast conduction in the ventricle. The device appeared to have considered the ventricular rate to be a ventricular tachycardia and treated the rhythm. The high voltage shocks resolved the rhythm, possible treated the atrial fibrillation. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient idetifier.

Event description:
It was reported that this device multiple anti tachycardia therapy (atp) and three inappropriate shock. Interrogation of the device showed that the patient most likely had atrial fibrillation with fast conduction in the ventricle. The device appeared to have considered the ventricular rate to be a ventricular tachycardia and treated the rhythm. The high voltage shocks resolved the rhythm, possible treated the atrial fibrillation. The device remains implanted. No adverse patient effects were reported.